Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided.

Event description:
It was reported that the needleless connector did not perform as expected and "bounced off" and leaked with microbore tubing during a lipid infusion on a nicu infant. No patient harm occurred.

Event description:
It was reported that the needleless connector did not perform as expected and "bounced off" and leaked with microbore tubing during a lipid infusion on a nicu infant. No patient harm occurred.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The customer¿s report that the set ¿bounced off¿ was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking at the connection between the smartsite connector and extension set. Closer inspection of the leak found that the connection between the smartsite and extension set was loose. After tightening the connection no leaks were found. Pressure testing resulted in no leaking. The smartsite and extension set were loaded into a lab syringe pump module for an infusion test. The customer did not provide the rate at which this event took place at. The primary infusion was programmed at a rate of 60ml/h and 60ml vtbi. The infusion completed with no leaks or disconnections observed. The smartsite and extension sets female and male luer ports were measured and found to be within iso standards with the male and female go/nogo gauges. The root cause of the leak was due to a loose connection between the smartsite and extension set. The root cause of the customers report was not determined because no instances of disconnecting or ¿bouncing off¿ were observed.